Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as indented in back and open sores under left breast area that is weeping fluid. There was no alleged device malfunction contributing to the wound. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Outcome of the wound is unknown.